Event description:
Physician was using the acmi flexible uteroscope during the procedure. When he inserted the scope in the pt it was fine, when he took the scope out of the pt, there was a noticeable break in the outer shell of the scope. The first assistant touched the break and got shocked. The break occurred while in the pt.